Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable, service code 204) was confirmed. As received, the belt was unable to communicate with a monitor. Upon investigation, the trunk cable connector was cut off the trunk cable. The root cause for cut cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the belt had a damaged cable and that the patient was receiving a service code 204 (belt unusable).